Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the device never triggered replacement indicator while implanted. Review of the data stored within the memory of the device found the projected longevity was 5.1 years. The device was implanted for 3.8 years. Upon interrogation the device was noted to have 41 percent battery remaining before reaching elective replacement indicator (eri). Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to concerns over premature battery depletion. A new device was successfully implanted. No additional adverse patient effects were reported. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.